Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-01863.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient has been indicated for hip revision due to unknown reasons. No revision has been reported to date.